Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer was advised to replace infusion set and reservoir. The customer performed plunger push and the insulin did exit. The customer performed manual prime and the insulin did exit as well. The customer declined to troubleshoot for high blood glucose. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of four opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.